Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. Upon eval, the cable connecting the rear therapy electrode (te) and the distribution node (dn) was pulled from the dn. The root cause of the damaged cable and internal wires cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable and wires. The pt received a replacement electrode belt.

Event description:
A pt svc rep (psr) contacted zoll customer support to report that a (B)(6) female pt's belt was damaged. One of the cables was detached. The pt was issued a replacement electrode belt.